Event description:
On 4/4/97 co received info alleging that an npb model n-20 hand held pulse oximeter may be providing false high saturation readings that would not be clinically significant. No pt harm or change in medical treatment were reported. Based on the initial info provided by the hosp, npb determined that this did not require a medical device report pursuant to cfr 803. The hosp returned the unit to npb on 4/9/97. Npb performed a failure investigation on 4/11/97 and discovered that the failure mode was different than originally described by the hosp and did require an MDR pursuant to cfr 803. The unit's failure mode resulted in false high oxygen saturation readings of 96% to be displayed when an oxygen saturation reading of 81% was expected.